Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was reported to have malposition of the vns ipg. No surgical intervention has occurred to date and no additional relevant information has been received to date.